Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolus (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "pain, fear of filter breaking or migrating, and likelihood of future surgery". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2013: "impression: inferior venacavagram and placement of ivc gunther- tulip filter were performed via the right common femoral vein under ultrasound and fluoroscopic guidance". Per the (B)(6) 2019 CT (computed tomography) abdomen: "while there is no significant tilt of the inferior vena cava filter, the cephalad apex does appear to abut the anterior wall of the inferior vena cava. No evidence of a significantly bent or fractured strut. There is evidence for four strut perforation along the anterior aspect, right lateral aspect, posterior aspect and left lateral aspect. The anterior filter strut extending approximately 2 mm beyond the ivc into the adjacent adipose tissues. The right lateral filter strut extending approximately 2 mm beyond the ivc into the adjacent adipose tissues. The posterior filter strut extending into the anterior longitudinal ligament, approximately 2-3 mm beyond the ivc and finally the left lateral filter strut extending into adjacent adipose tissues approximately 2-3 mm beyond the ivc. There is no evidence of inferior vena cava stenosis".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation, pain, fear and likelihood of future surgery. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, fear and likelihood of future surgery are directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.